Event description:
It was reported that the electrical and high pressure alarms do not work. No patient injury reported.

Manufacturer narrative:
Operator is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals broken. The device was received in with damaged IFU (instructions for use) on the top and input/output label. The silicone tubing was trapped underneath the input manifold assembly during internal inspection. The customer reported problem was verified/duplicated. Pressure test was performed, and the pressure switch was found to be out of spec. For corrective action, the pressure switch was adjusted to trigger high pressure alert. The primary issue was traced to user impact/ unit was tampered with; and a CAPA was opened to investigate the secondary issue which was related to design. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).